Event description:
Note: date of event is unknown it was reported to boston scientific corporation in 2008 that a gi retrieval balloon was used for an endoscopic retrograde cholangiopancreatography (ercp) procedure on an unknown date (patient age, gender and weight unknown). According to the complainant, prior to the procedure, the balloon was tested by inflating and deflating it outside of the scope. No problems were noted at that time. After the procedure was started, the balloon was placed in the bile duct, and when it was inflated, the balloon burst. The patient's condition at the conclusion of the procedure was reported to be "unknown".

Manufacturer narrative:
The complainant was unable to provide the suspect upn and the device lot number; the device has not been returned. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined.